Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the connector pin was returned for analysis measuring 9.6 cm. Final analysis found external insulation abrasion breaching the optim sheath was noted at 8.2¿9.6 cm from connector pin consistent with friction to the device can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.